Event description:
A facility reported they received an error message, tried to reboot system, but were unsuccessful. No pt was involved, but three cases were cancelled, and rescheduled. No add'l info is expected.

Manufacturer narrative:
A company service rep checked the system and replaced the 57 psi regulator, which was out of spec. Rechecked all parameters; unit meets specifications. Investigation, including root cause analysis, is in progress.